Event description:
Received results of 145 mg/dl and 146mg/dl from this meter but was symptomatic of high blood glucose. The patient was taken to the hospital where they received results of 620mg/dl and 587mg/dl. A review of the system was attempted over the phone but the contact did not have the necessary supplies to complete the review. The customer was asked to return the meter for further evaluation and a replacement was provided.